Event description:
The valve was explanted due to paravalvular leak. At explant, a fistula was found with a large paravalvular leak near the anlerolateral commissural area of the mitral vavle. The valve was removed and replaced with a large sjm valve.